Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007, and mesh was implanted; and on (B)(6) 2009, pelvicol was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopy with extensive lysis of adhesions and cystoscopy due to sui, hypermobile urethral junction and pelvic pain. It was reported that patient underwent exploratory surgery with lysis of adhesions, repair of incisional hernia as well as a right inguinal hernia with mesh (bard pelvicol, acellular collagen matrix & atrium) on (B)(6) 2009 due to pelvic organ prolapse, pain, and possible hernia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.